Event description:
A report was received that during a lead revision due to lead migration, the surgeon decided to reposition the ipg within the same pocket and re-secure it. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.